Event description:
It was reported that the patient passed away and the suspected cause of death is either due to sudep or he smothered himself during a seizure. The obituary states that the death occurred during the patient's sleep due to his epilepsy. No other relevant information has been received to date.

Event description:
Information was received from the physician that the cause of death was due to seizure and the death was not related to the vns device. It was noted that autopsy has not been completed and the device was not explanted after death. It was noted that the patient had seizure reduction with vns and was receiving therapy at the time of death. No further relevant information has been received to date.